Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1blua implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. (B)(4). Lot# va1blua product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went to their doctor¿s office not feeling sensation and the lead was fractured. It was not known how the lead was fractured and what di agnostics/troubleshooting were performed. The lead was explanted and replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.